Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was disconnected from power and to press the button on the pump firmly, but this did not resolve the issue. When the customer was then advised to connect the pump to a known working power source, the pump screen displayed a welcome message upon turning on. The customer did not acknowledge that the shutdown was due to a lack of charging, as there was no prior battery charge entry recorded. The pump's battery capacity was over 20% when it turned back on, and the customer received a shutdown alarm 12 before it shut down. Technical support educated the customer on resetting various pump features after a shutdown and confirmed that the customer could upload pump data.